Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 2.14 on the anesthesia system would not open pass the first pocket. The field service engineer (fse) performed a shutdown of the device and replaced the 1x1 mini engine, but the issue persisted. Then proceeded to shut down the device again and replaced the controller board; however, the problem remained after rebooting. Then fse unplugged each mini pocket individually and conducted tests. Fse identified that mini engine 2.11 was the source of the failures. Then fse replaced the faulty mini engine and rebooted the device. Post-replacement verified that all mini drawers were operational. The customer was able to successfully open and inventory the drawers, and no further issues were reported with the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini tray a short circuit occurred. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.